Event description:
It was reported the patient presented in clinic for follow-up with a pulsing sensation in their chest. Upon interrogation, it was discovered the right ventricular (rv) lead had an increased capture threshold. X-ray was performed to confirm the lead had perforated. The rv lead was explanted and replaced. The patient was in stable condition before, during, and after.

Manufacturer narrative:
The reported events of inadequate capture threshold and cardiac perforation could not be confirmed. A complete lead was returned in one piece for analysis. Visual, x-ray, electrical, and helix testing were normal with no anomalies found.